Event description:
It was reported that during a device check up, the atrial lead exhibited high impedance, undersensing, and oversensing. Subsequently, due to the atrial lead performance issues the implantable pulse generator (ipg) was explanted and replaced. The atrial lead was also explanted and replaced with implantable pacing leads (ipl) implanted in the atrium and in the right ventricular. After the atrial lead was implanted, high threshold and undersensing was noted indicating incorrect position of the lead. The atrial lead was then re-positioned at the free wall. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: adsr01 ipg, implanted: (B)(6) 2013. (B)(4).